Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 3. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.